Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the bottom seal broken. The customer stated problem was duplicated, found mre (motor rate error) at start of occlusion test. Error was found in the device ehl (event history log). The main board didn't operated as intended so it was replaced. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited motor rate error and motor not running. No patient injury reported.